Manufacturer narrative:
There was not enough information provided in the complaint and the product has not been returned for analysis. Available information indicated that the patient required a device replacement after self-explanting their first device.

Event description:
It was reported that this insertable cardiac monitor (icm) was removed by the patient within the month of implant, and a new icm was implanted at a later date. The new icm remains in service. No additional adverse patient effects were reported.